Event description:
A nurse reported the probe had no cutting performance and the aspiration was normal during a vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with the probe needle bent and cracked at the stiffener, inner was at the port, and orange/brown foreign material on the port face. No functional testing could be performed due the probe needle bent/cracked condition. The degree of wear could not be determined due the probe needle bent/cracked condition and the needle broken off when handling. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the report of cut failure due to probe needle damaged condition. How and when the probe needle became damaged cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported cut failure was unable to be confirmed and an exact root cause of the probe needle damaged condition could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).